Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer changed cartridge and infusion set and resumed insulin to address the issue.